Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test, displacement test, a21 alarm test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected a21 alarm anomalies noted. No unexpected back light anomaly noted. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of the insulin pump were lock up once and squirted insulin during priming process. Customer's blood glucose was unknown. Customer reported that small scratches on display, black light little dimmer than before and flickered a couple times. Customer also reported that more than several no delivery alarms and lost insulin pump settings while changing battery. The insulin pump will not be returned for analysis.